Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 21 june 2019, it was reported that a dermatome was not functioning properly and had wires exposed. The customer returned a zimmer electric dermatome serial number (B)(4)for evaluation. Evaluation of the device on 8 july 2019 noted that the power cord was pulled away from the strain relief and that the motor was running above motor speed specifications. Repair of the device occurred the same day and involved replacing the power cord, power switch, motor, and bearings. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the motor was running above motor speed specifications and that the power cord was pulled away from the strain relief on the dermatome, it cannot be determined from the information provided as to how each of these failures occurred. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4) . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the electric dermatome handpiece malfunctioned and the wires were exposed. No adverse events were reported as a result of this malfunction.